Event description:
It was reported, that the patient's right ventricular lead exhibited high out of range defibrillation impedance. And also low, out of range defibrillation impedance. Programming changes were made. The patient was stable.